Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause is unknown. The patient hospitalization and patient outcome were not reported. The patient was treated with an unspecified anti-inflammatory drug. Pd therapy was ongoing at the earlier stage of treatment and was withdrawn at the later stage. The reporter declined to provide additional information.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in dec2020 . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.